Event description:
It was reported that during an unk procedure the device was difficult to fire, not a complete staple. They used another device to complete the procedure. There was no adverse pt consequence.